Event description:
It was reported that the patient's left s1 lead had migrated causing ineffective therapy. The issue was confirmed via x-ray. Reprogramming was unable to resolve the issue. Surgical intervention may occur.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that the patient had their lead explanted and replaced. Effective therapy was restored.